Event description:
It was initially reported that this vent "stopped on a patient and wouldn't re-pressurized or restart". The patient was taken off the vent that didn't work and placed on their "standby" 3100a. There was no patient compromise. They took the patient off the vent to suction, and when they placed the patient back on the vent, the driver would not start. The staff remembers that the settings were on the "medium side" the amptitude was in the 20's and, the frequency was between 10 and 12. The therapist reported that the "troubleshooted" and couldn't find any cause for this "driver stopping".

Manufacturer narrative:
The unit has been received into the plant for evaluation. However, the evaluation has not been completed as of yet.